Event description:
During a shoulder procedural metal filings were observed in the pt's joint space and is assumed to have come from the drill guide. Upon removal of the drill guide from the joint space it was noted that the teeth of the guide were bent inwards. All was suctioned out and the case was concluded successfully without further incident or harm to the pt. Also see associated MDR 1221934-2006-00097